Manufacturer narrative:
(B)(4). To date, the device has not been returned. If the product is returned for evaluation, any further information derived from the evaluation will be submitted in a supplemental 3500a form.

Event description:
It was reported by an attorney that patient underwent a gynecological surgical procedure on (B)(6) 2003 and mesh was implanted. It was reported that the patient experienced vaginal infections, vaginal pain, nocturia, vaginal bleeding, and lower backache. No additional information was provided.